Manufacturer narrative:
Additional MDR's from this article: 3025141-2018-00130: case 1; 3025141-2018-00131: case 2; 3025141-2018-00132: case 3; 3025141-2018-00133: case 4; 3025141-2018-00134: case 5; 3025141-2018-00135: case 6; 3025141-2018-00136: case 7; 3025141-2018-00137: case 8; 3025141-2018-00139: case 10; 3025141-2018-00140: case 11.

Event description:
Patient with fractures of the radius and/or the ulna was treated with intramedullary nails. There was complications in that one patient had the sensation of being triggered with thumb movements at the late postoperative period from the epl tendon. The article does not indicate what treatment was given. Reference: the effects of radial bowing and complications of intramedullary nail fixation of adult forearm fractures. Ali cagdas yorukoglu, ahmet fahir demirkan, alp akman, ali kitis, hande usta. Joint diseases and related surgery. 2017; 28(1):30-34.